Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 09-aug-2023. The most recent information was received on 18-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and fatigue ("severe fatigue") in a 53 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In 2016, she experienced abdominal pain (seriousness criterion medically important), fatigue (seriousness criterion disability), back pain ("back pain"), genital haemorrhage ("bleeding "), dyspareunia ("painful intercourse"), gastric disorder ("gastric problems"), mental disorder ("psychological problems"), depression ("depression"), anxiety ("anxiety"), tremor ("tremours") and pain in extremity ("crural pain"). In 2023, she experienced micturition urgency ("very frequent urge to urinate"). Essure treatment was not changed. No causality assessment was received for essure with regard to fatigue, gastric disorder, mental disorder, depression, anxiety, tremor, abdominal pain, back pain, genital haemorrhage, dyspareunia, pain in extremity or micturition urgency. The reporter commented: I need to undergo a surgical intervention to remove the implants. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 180 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 09-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and fatigue ("severe fatigue") in a 53 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In 2016 she experienced abdominal pain (seriousness criterion medically important), back pain ("back pain"), genital haemorrhage ("bleeding "), dyspareunia ("painful intercourse"), fatigue (seriousness criterion disability), gastric disorder ("gastric problems"), mental disorder ("psychological problems"), depression ("depression"), anxiety ("anxiety"), tremor ("tremours") and pain in extremity ("crural pain"). In 2023 she experienced micturition urgency ("very frequent urge to urinate"). Essure treatment was not changed. No causality assessment was received for essure with regard to fatigue, gastric disorder, mental disorder, depression, anxiety, tremor, abdominal pain, back pain, genital haemorrhage, dyspareunia, pain in extremity or micturition urgency. The reporter commented: I need to undergo a surgical intervention to remove the implants. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 180 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.